Manufacturer narrative:
Other relevant device(s) are: product ID: 9 736143, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the installation of the equipment, company staff indicated that the cable had calibration failures. There was no patient.